Manufacturer narrative:
The recipient was prescribed steroids for possible intracochlear inflammation.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and increased impedances. The recipient was prescribed steroids. The recipient's sound quality has improved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed steroids on january 13, 2016. The recipient's impedances have gone down and sound quality has improved.this is the final report.